Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multiple, intermittent occlusion alarms occurred. Blood glucose level was not reported. As the occlusion alarms occurred in the past, tandem technical support was unable to determine a possible cause.